Manufacturer narrative:
Samples received: 31 unopened race packs. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.084 kgf in average and 0.058 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Although the results of the samples received fulfil the specifications of (B)(4)/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: south korea the needle is easily detached from the suture.